Event description:
Event description guidant received info that this device was part of a legal action and the pt passed away. Legal records indicate that the pt had a check up and complete physical two weeks prior to his death. At this time his dr told him he was doing well.